Event description:
It was reported that an arteriotomy closure was attempted in the right common femoral artery using a starclose se device after a lower extremity angiogram procedure. Reportedly, while deploying the vessel locator wings, the button would not stay in position. The thumb advancer was advanced and the clip was fired. However, after firing the clip, the device became stuck in the patient. Per the instructions for use, the release mechanism was used to remove the device. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. No clinically significant delay in the procedure or therapy was reported. The physician is reportedly not trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - operator not trained, failure to follow steps (thumb advancer was deployed without ensuring that the vessel locator wings button was securely depressed with the number 2 in the window). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device was received fully clip deployed and the access port were retracted with a fully slit undamaged sheath. The deployed clip was not returned. Engagement of the spring retainer and safety release rod, components related to plunger deployment, was checked and found to be secure and normal. The vessel locator wings (vlw) were noted to be bent, but intact and securely affixed to the vessel locator assembly. The device was reset and tested for deployment function. During testing, the plunger and vlw held the deployed positions throughout the entire deployment process until the clip deployment button was depressed, at which time they properly retracted. There was no functional anomaly detected. Bent vlw and an inability of the plunger to hold deployment can be influenced by numerous factors including, but not limited to manufacturing, user technique and anatomy. During manufacturing, the lot is visually inspected for proper vlw manufacture, deployment and retraction by use of the plunger and a sampling of completed starclose se units from the lot are functionally and destructively tested to verify proper device operation. Testing of the returned device confirmed proper device operation. Anatomically, distal directional forces can be applied to the deployed vlw from tissue compaction between the clip delivery tube distal end and deployed vlw during the deployment of the delivery tubeset through the tissue tract possibly be due to an insufficient nick and spread incision, bending the vlw. This condition may inhibit correct vlw retraction into the distal end of the delivery tube after clip deployment, necessitating the use of the access port removal technique to assist with device removal from the anatomy. Additionally, any feature within the patients body may have prevented deployment and interfered with proper device function, but there was no reported anatomical information that would have contributed to the event. Reportedly, the user was not trained in the use of the starclose se device. The starclose se instructions for use (IFU) states: the starclose se vascular closure system should be used only by operators trained in diagnostic and interventional catheterization procedures who have been certified by an authorized representative of abbott vascular inc. The use of the device by an untrained physician is off-label use. The investigation was unable to confirm the reported event; however, the bent vlw were likely due to incorrect user technique. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there have been no previous incidents reported for this lot. Based on the investigation no product lot quality deficiency was detected.